Event description:
The following info was rec'd via e-mail from the field: during a coronary procedure, when the cath lab tech pulled negative, there was no pressure, thus there must have been a hole in the balloon.